Manufacturer narrative:
(B)(4). Date sent: 08/25/2021. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Additional information was requested, and the following was received: "what were the indications for surgery? No further information is available. Was the ileum used as a neobladder/ileal conduit? No further information is available. Was the leak a gastro leak or an ileo leak? => no further information is available. Did the patient receive any preoperative chemotherapy or radiation? No further information is available. What color reloads were used and what was the sequence of the firings? The cartridge color was blue. Were other stapling or suturing devices used when creating the anastomosis? No. Was there a common opening? Yes. If yes, how was the common opening closed? Was the device difficult to assemble/close? No. Was the device difficult to fire; was the force to fire higher than expected? No. How was the integrity of the anastomosis checked intraoperatively? No further information is available. How was the leak identified? No further information is available. Was it leaking through the staple line? Yes. Were any malformed staples or missing staples identified? No. If so, please describe the shape and location. Were there any signs of tissue ischemia or necrosis? No further information is available. Was a re-operation done? No further information is available. If yes, what was done in the reoperation? If an ostomy was created, is it temporary or permanent? What is the current status of the patient? The patient¿s condition is stable. No further information will be provided."

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Additional information received: the leakage occurred from where the device was used. The deployed staples were formed properly. There was no problem with the device during use. The surgeon assumed that the leakage occurred because the patient was very obese. The patient¿s condition is stable. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Was the ileum used as a neobladder/ileal conduit? Was the leak a gastro leak or an ileo leak? Did the patient receive any preoperative chemotherapy or radiation? What color reloads were used and what was the sequence of the firings? Were other stapling or suturing devices used when creating the anastomosis? Was there a common opening? If yes, how was the common opening closed? Was the device difficult to assemble/close? Was the device difficult to fire; was the force to fire higher than expected? How was the integrity of the anastomosis checked intraoperatively? How was the leak identified? Was it leaking through the staple line? Were any malformed staples or missing staples identified? If so, please describe the shape and location. Were there any signs of tissue ischemia or necrosis? Was a re-operation done? If yes, what was done in the reoperation? If an ostomy was created, is it temporary or permanent? What is the current status of the patient? If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that after a robot-assisted radical cystectomy, leakage was observed on april 6. The device was used on the ileum. The cartridge color was blue. Additional drainage was placed as of april 8. No further information is available.